Event description:
Additional information received reported diagnostics included radiographics of the spine. The interventions taken to resolve the patient symptoms were the patient was referred to physical therapy. The cause of the patient symptoms were unclear for the right hip area pain. The patient thinks neuropathic due to catheter manipulation

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n514165003, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, lot# n514165003, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and bupivacaine via an implantable infusion pump. The indication for use was non-malignant pain and other non-malignant pain. Following a pump and catheter replacement procedure on (B)(6) 2015, while lying in the hospital bed, the doctor told the patient that they found fluid and a discharge around the pump. The doctor also stated that due to the fluid, he may have to pull the pump out and put the patient on intravenous (IV) antibiotics. After a few hours, the doctor who filled and maintained the pump informed the patient that the fluid around the pump was not a problem, but when the pump was filled or half filled in the operating room (or), the wrong concentration of morphine was put in the pump and the rate was decreased from 8mg/day to 4mg/day. Due to this, the patient had a headache so bad that he could not hear much from his right ear and his right eye was blurred. The patient was so sick and in so much pain that they kept him another night in the hospital to get his pain under control. The next morning the patient was still in so much pain and his headache was still a problem. At approximately 5pm on (B)(6) 2015 the patient was discharged. The patient told them that something was wrong and it scared him to go home. When the patient got home he packed his head in cold towels and tried to get through it. The patient knew he could not do anything but sit perfectly still. In the middle of the night the patient head was pounding, his legs, feet, and hands were in a lot of pain, and his incision sites were still very tender. At 4am after contacting the doctor's answering service, the patient told to go to the emergency room (ER). The patient arrived at the ER at 6am and was given two pain shots. Informed consent forms were provided for selective corticosteroid injections which took place on (B)(6) 2015. The patient did not know what the first shot was, but an hour or so later the patient was given a "delotide" shot. Neither shot "did a thing." By this time, the doctor's office was open and the patient was taken there. After care instruction given to the patient stated a diagnostic impression of diffuse pain and possible pain pump malfunction and the patient was to follow up with the doctor. It was explained to the patient that they had to do a blood patch where the catheter entered the spine due to a spinal fluid leak. During the procedure the patient was lying on his stomach with a new surgical incision, his back was cramping, the doctor placed a needle in his spine that delivered "its own kind of pain", both of his arms were hanging down, and an IV was placed in his left arm. Two nurses tried to find a vein in the patient arm but the patient was cold and dehydrated and there was "no vein to find, so the digging for one commences." After about 30 minutes, enough blood was taken and was delivered to the spine. The patient was rolled back on to the gurney where he had to lay flat for several hours, but the headache was gone. The patient was thrilled that was over but knew something was still wrong. The patient was sent home again with pain throughout his body, cold sweats, pain across his abdomen, and completely miserable. Since it was friday the patient knew he would have to wait until monday before anyone could do anything. The patient laid in bed all weekend until 8:45am on monday (B)(6) 2015. The patient talked to the doctor's nurse who said she would talk to the doctor and see what to do. After about an hour, the patient called back and the nurse stated that she was not sure what they were going to do and they were so busy that it would have to be looked at the following day. The patient stated that he had seven days of extreme pain, no relief, and his oral medications were just keeping him from screaming. At 10am on (B)(6) 2015 the patient was told to go in to the doctor's office for a test done with an x-ray monitor and by bolusing the pump and see if the "spindle" changed position. After the test, the doctor stated that it appeared the pump was functioning properly. The doctor then removed "whatever is in the pump that was given in the or" and replaced it with the patient's normal medications of morphine at 8.008mg/day and bupivacaine at 4.805mg/day. The patient's friend then took the patient home and the patient "actually got some sleep" that night. However, on (B)(6) 2015 when the patient tried to get up, he could not stand up, his leg muscles did not work very well. With assistance the patient got up and with two canes was able to get to the restroom. On (B)(6) 2015, each day the patient continued to feel better, his legs were working a little better, and his appetite was coming back.

Event description:
Additional information was received from a consumer on 07-jan-2016 and it was reported that the patient was still dealing with problems since the replacement on (B)(6) 2015. He believed that they hit a nerve because his right leg and ¿hop¿ don¿t work like they are supposed to and it was coming from the catheter area. At first, the patient thought it was sciatica. The patient had discussed this with his physician and planned to discuss it again at his next appointment which was scheduled for the first of the month.